Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two day post a device replacement procedure, high/undefined pacing impedance triggered an alert on the right ventricular lead. The electrogram showed pacing spikes but no capture. During the revision procedure, the right ventricular lead tested fine through the analyzer. The lead pin was cleaned and the set screw was examined by the physician as an issue was suspected. The lead was reconnected and all values were noted to be normal. The device remains in use. No patient complications have been reported as a result of this event.